Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged and showed loss of capture. A lead reposition was attempted but the helix would not retract at this corrective procedure. While trying to remove the lead, it showed removal difficulties. Adhesions were suspected. The lead was finally removed and a new lead was successfully implanted. No additional adverse patient effects were reported.